Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding falsely depressed valproic acid (vpa) results obtained on six (6) patient samples on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
Discordant falsely depressed valproic acid (vpa) results were obtained on six (6) patient samples on an atellica ch 930 analyzer. The falsely depressed results were not reported to the physician(s). Two (2) samples were reprocessed on an alternate atellica ch 930 analyzer. The other four (4) samples were reprocessed on the original atellica ch 930 analyzer. Higher results, considered correct, were obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed valproic acid (vpa) results.

Manufacturer narrative:
Additional information (21-mar-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. The customer observed low quality control (qc) results on all levels on the event date. The customer transitioned to a new valproic acid (vpa) reagent pack, which returned the qc recovery to within the customer's established ranges with no assay or hardware intervention. Hsc observed no atypical performance and no processing errors. The vpa assay was performing acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site on (B)(6) 2024. The cse identified gel within the dilution probe and level sense errors at the reagent 1 drain. After the full service visit, qc recovered within the customer's expected ranges. The siemens service activities performed at the customer site were approximately one month after the event was observed and not between the time period of erroneously depressed, low-biased qc results and their acceptable results. Hence, the hsc cannot confirm that the hardware mitigations supported the erroneously depressed vpa results. Hsc concluded that a unique hardware event and/or pre-analytical variables for the patient samples could not be ruled out. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2024-00042 was filed on 04-mar-2024.